Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, a minimum fill notification occurred after the customer attempted to load a cartridge with over 100 units of insulin. Blood glucose was 190 mg/dl. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started. Reportedly, the customer successfully reloaded the cartridge and resumed insulin delivery.